Manufacturer narrative:
Additional information was added to a1, b5, b6, b7, h4, h6, and h11: b5: there was no report of patient injury or medical intervention associated with this event. H11: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air passage test was performed, and no blockages were found. Functional testing was performed using an infusion pump, and the volume of solution delivered was within product specifications. An underwater leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) clearlink solution administration sets had an incompatible infusion time with an unspecified infusion pump. The set left excess fluid in all the bags. There was no patient involvement. No additional information is available.